Event description:
Boston scientific received information that high out of range pacing impedances were noted on this right ventricular lead. Oversensing was also noted. Provocation testing could not reproduce the oversensing. An x-ray of the lead is pending. A lead fracture was suspected. No adverse patient effects were reported. This lead remains implanted.

Manufacturer narrative:
Upon additional information this investigation will be updated.

Manufacturer narrative:
Additional information received noted that this patient was presented to the hospital and an x-ray revealed an area on the lead which appeared suspecious thus this lead was surgically abandoned and another lead was implanted. This lead will not be returned for analysis.